Manufacturer narrative:
Additional information: patient weight received and updated.

Manufacturer narrative:
Patient weight not available from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the computer. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the staff cart monitor was flickering. This issue was observed three times. It was reported that prior to the procedure, the system had been on for thirty minutes to an hour before the flickering occurred. The site rebooted the system and it was fine upon reboot. It was reported that after the surgery was completed and the surgeon was done using the system, the flickering occurred again while in the navigate task. The system shut down. It was reported that the site turned the system on to see if the issue was ongoing and it was. During this, the surgeon monitor was displaying the image with no alterations. Surgery was completed utilizing the navigation system and there was no reported surgical delay. There was no reported patient impact.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. Testing found that the hard drive of the computer had faulty sectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
UDI updated. Device manufacturing date updated.